Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they were having issues charging their implant and the issue began probably back in july. Pt stated they were trying to charge their implant and the battery pack is dead displayed and pt reset the controller. During the call pt inserted aa batteries in the controller and the controller did not power on. The issue was not resolved. An email was sent to the repair department to replace the controller. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they were supposed to be sent a lith battery but nothing ever came. The pt states they were sent a controller but not battery and the mdt rep said to call and get one shipped. The pt states their lith battery is lost. Pt states they are currently using the controller but will not power on, pt using heavy duty batteries and patient services (pss) reviewed appropriate batteries. Pss confirmed the serial number to be sure pt using correct controller as pt still had both controllers.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4), b3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.